Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 390 mg/dl. The customer experienced vomiting and nausea. The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.